Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) plan/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 12-mar-2026, this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The batch record 6001994 was verified and found it within specifications. Complaint investigation results: review of complaint record complaint 1786299 event description and all available information was completed, and lot number 6001994 was provided. Complaint was classified under malfunction code: infusion site egress- trace moisture / superficial wetness. A query was run in the electronic quality management system (eqms) on 12-mar-2026 against lot number 6001994 and similar malfunction code(s). Infusion site egress - trace moisture / superficial wetness. Infusion site leakage - trace moisture / superfical wetness. Infusion site leakage - trace moisture / superfical wetness. Leakage infusion site (cannula base part/cannula) (specific cause not identified). Leakage from infusion site (cannula base part/cannula) (specific cause not identified). No records were identified for this lot and similar related issues. A non-conformance (nc)/CAPA query search was run in the eqms system performed on 12-mar-2026 against lot/batch number 6001994. No records were found. Device history record (DHR) review: the device history record (DHR) for lot 6001994 was reviewed. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code . Conclusion of complaint investigation: lot no. 6001994 was provided, however, as the complaint is categorized as a reportable with no harm reported and no issues were found during eqms search and DHR review: · no visual inspection is required to be performed. · no retain sample testing is required to be conducted. · no further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. CAPA determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set leakage event on (B)(6) 2023. The leakage was at the site. The infusion set was in use for one day. No further information available.